Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter indicated that the pump display screen was difficult to read and required taking the pump into a dark room to do anything with the pump. The reporter indicated that on one occasion, the display issue lead to the patient making a mistake bolusing resulting in the patient¿s blood glucose dropping to 79 mg/dl; the reported blood glucose does not meet animas criteria for an adverse event. The reporter confirmed attempting to change the contrast on the pump without resolving the issue. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/30/2013 with the following findings: the pump booted to the verify screen with a dim pink contrast. The oled screen was removed and replaced with a new test screen. The contrast returned to normal with the test screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.